Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalog number 8792813 and 510k number k073285 is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as: cervical spondylotic myelopathy and herniation. For which patient underwent anterior cervical diskectomy and fusion (acdf) at levels c4-c7. Post-op, a screw of cervical plate which was used at anterior cervical fusion at caudal came out and the plate was dislocated. Due to which patient underwent a revision surgery on (B)(6) 2016. In which the plate at anterior was removed and posterior fusion was performed at c4/c7. There was a delay of more than 60 min in the procedure. The products came in contact with the patient. No patient complications were reported after revision surgery. Doctor's comment: the patients bone was fragile. So, the screw couldnt achieve firm engagement with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.